Event description:
The reporter stated that the surgeon was advancing a 27.5 diopter silicone three piece lens in a msi-tm injector and the injector appeared to be binding to the lens causing the lens to become stuck in the injector. There was no patient contact or injury.

Manufacturer narrative:
Device evaluated by MFR. The product pertaining to this claim was not returned for evaluation however, the lens was received and a visual inspection showed the lens is torn in two places and there is a long deep scratch on the optic. There is clear surgical residue on the lens. It should be noted that the cartridge was not received for evaluation.